Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal access was obtained using a versacross fixed sheath. Mapping of the left atrium was performed through the versacross sheath with a non-boston scientific (bsc) catheter. After mapping, the non-bsc catheter was removed. The versacross sheath was exchanged over the versacross wire with for a faradrive steerable sheath clear. A farawave catheter and merit medical 1.5 j-tip guide wire were advanced just past the handle of the faradrive sheath. Aspiration with a 20 ml syringe was performed and air bubbles were observed in the syringe. A second aspiration attempt was performed, and air bubbles were noted in the syringe and not in the patient. The physician removed the farawave catheter and faradrive steerable sheath clear over the versacross wire. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as was disposed. It was further reported no air nor leak in the faradrive steerable sheath clear were noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation as it was disposed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transseptal access was obtained using a versacross fixed sheath. Mapping of the left atrium was performed through the versacross sheath with a non-boston scientific (bsc) catheter. After mapping, the non-bsc catheter was removed. The versacross sheath was exchanged over the versacross wire with for a faradrive steerable sheath clear. A farawave catheter and merit medical 1.5 j-tip guide wire were advanced just past the handle of the faradrive sheath. Aspiration with a 20 ml syringe was performed and air bubbles were observed in the syringe. A second aspiration attempt was performed and air bubbles were noted in the syringe and not in the patient. The physician removed the farawave catheter and faradrive steerable sheath clear over the versacross wire. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as was disposed.